Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found no significant anomaly (sc connector damaged at explant). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 1 mg/ml for a total dose of 0.2700 mg/day and bupivacaine 16 mg/ml for a total dose of 4.590 mg/day via an implantable pump. It was reported on (B)(6) 2018 examination revealed the pump was protruding from the site. The patient was advised it will require revision if it worsens. The patient did report pain at the pump site. On (B)(6) 2018 the patient reported some improvement to the discomfort and less pain at the site. Examination revealed discoloration of the skin at the site. On (B)(6) 2018 the patient's husband reported the patient has been experiencing symptoms of withdrawal including nausea and vomiting, and burning up even though their temperature, blood pressure, and heart rate were normal. It was noted the patient had episodes like this over the previous six weeks. The patient took ativan from a previous prescription. On (B)(6) 2018 the patient reported some improvement. The patient also reported increased pain. A positional catheter kink was suspected. The plan was to revise the catheter and replace the pump. On (B)(6) 2018 the patient experienced intermittent withdrawals, so the patient was scheduled for pump replacement with a possible catheter revision. Pump elective replacement indicator (eri) was 18 months. At this time, the protruding pump was explanted and new pump was implanted in a more ideal position in the left front lower quadrant of the abdomen on (B)(6) 2018. A connecting piece was added to extend the catheter length and unite the existing proximal and distal portions. No catheter malfunction was identified. On (B)(6) 2018 the patient presented to post-operative evaluation with only normal post-operative pain and no further complaints or episodes of withdrawal. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pump protrusion from the pump site and intermittent withdrawal symptoms. The etiology of the event (pump protrusion) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The etiology of the event (intermittent withdrawal symptoms) indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.